Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the shocking was because of an open circuit. The doctors and accounts were informed and the patient was scheduled for a lead revision on (B)(6).

Manufacturer narrative:
Method code updated from 4117 to 4114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a normal eos battery change in march. Since then, they had been complaining of shocking when they touch their head where the burr hole is or just randomly and not affected by position. It would send shocks down to their middle finger and leg on their right side but not the left. Since replacement, they also had a significant return of symptoms/tremor on the right side. The caller said there were no significant changes in impedances; c2 was elevated at 2253 and the patient was programmed c+2-. At the time of the battery change, they were programmed at 4.3v on both sides, and today, the patient was at 6.2v. However, the issues remained the same no matter how high or low they went. A CT and x-ray were performed but nothing stood out, but the surgeon had yet to look at the images. No further complications were reported or anticipated with this event. Refer to pe (B)(4) for details pertaining to the vision side effect.

Event description:
Additional information received from a manufacturing representative (rep) indicated the doctor replaced the ins today, but the issues had not resolved. The tingling sensation still happens when touching the burr hole or spontaneously. It was noted the patient was on c & 2 for their therapy until the last appointment when they were changed to c & 3. The patient also has the ability to increase the intensity and last week was at 4.3 and increased themselves to 6.4 with no increased symptom relief. After the last appointment they were at 4.1-4.3 and increased themselves to 5.1. Impedances were checked: 23 2018; 13 2352; 12 2656 ;03 1429 ;02 2597 ;01 1944 ;c2 1254 3ma ;c3 832 ohms 6.1 ma. The hcp did not want to open the patent further to replace the extension or lead due to the increased infection risk associated with that. The rep was going to meet with the patient and doctor for reprogramming and troubleshooting. On 2019-05-28, technical services reviewed that contacts 0 & 3 seem to be ok and contacts 1 & 2 seem to have issues: 2656 1-2; 1429 0-3 ;2597 0-2 ;2018 2-3 ;c-2 2541 ;848 c-3 ;c-0 978 ;c-1 2477. No further complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the doctor reprogrammed around the electrodes that showed high impedances in order to get some therapy benefit on may 29th. It was reported the patient is going to have a lead revision in july to establish back effective therapy.